Event description:
The patient experienced loss of stimulation. Impedance test was ran and it showed over 40,000ohms with electrodes 8, 13 and 15. All of the patient¿s programs used one or more of these electrodes. Reprogramming was done and other electrodes were able to be used to provide proper coverage.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).